Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a known stenosis of their outflow graft. Log files were sent for review. The log files captured a few low flow estimates and only 1 was sustained long enough to trigger a low flow hazard event when the calculated pulsatility index (pi) was elevated. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. Based on the log files, the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically. It was later communicated on (B)(6) 2026 that an incidental extrinsic outflow graft obstruction (eogo) was noted on imaging for workup of other medical conditions. The patient was asymptomatic and there were ongoing discussions regarding the possible intervention. Additional log files were sent for review. The log files captured low flow events on 16may2026 at 14:21 with flow noted as low as 2.4 liters per minute (lpm). No other unusual events were noted in the remainder of the log file.